Event description:
Around (B)(6) 2013, the pt was involved in an automobile accident at which time she suffered a traumatic aortic transection. The pt underwent an emergent procedure whereby two endologix endovascular grafts were implanted to repair the transection. On (B)(6) 2013, it was discovered the pt did not have a femoral pulse. An intervention was performed the same day, during which I was determined that the two previously implanted endovascular grafts had collapsed. A conformable gore tag thoracic endoprosthesis was implanted within the existing endologix devices and post implantation ballooning was performed. The procedure was completed with no further adverse events. On (B)(6) 2013, the pt exhibited post procedure paralysis. A spinal drain was inserted, and the physician will monitor the pt. The physician stated that he feels the cause of the paralysis was clot formation within the collapsed endologix devices that broke loose during the post implantation ballooning of the ctag device.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.